Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. Initially, the patient went to the emergency department because of abdominal pain and was diagnosed as having peritonitis. At that time, the patient was not hospitalized. The cause of the peritonitis event was unknown. On that same day and the next day, treatment for the peritonitis included intraperitoneal injections of vancomycin and fortaz (1 gram respectively, frequency and duration not reported for either medication). Two days after the emergency department visit, the patient was hospitalized for the peritonitis event. At the time of this report, the patient remains hospitalized and has not recovered from the event of peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.